Event description:
The customer reported, a constant tone, unresponsive buttons and a frozen screen. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would need to be replaced. However, the customer did not agree to the replacement policy, and asked for a supervisor. While getting a supervisor, the customer disconnected the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.